Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion shortly after the start of therapy. A new intravenous set was used to infuse amiodarone 150mg/100ml at a rate of 600ml/hour. The reporter indicated that there were no issues identified that could have caused or contributed to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. Occlusion testing was performed with no issues noted. A review of the event history log revealed a single 'upstream occlusion' message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.